Manufacturer narrative:
H4: the lot was manufactured between july 12-13, 2024. H11: the device was received for evaluation; however, the device was not returned in the original, unopened package. Visual inspection was performed which noted the blue winged luer cap was missing. The reported condition was verified. The cause of the issue could not be determined; however, probable cause is related to product handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was missing the blue winged protective cap. This was noticed while configuring the chemotherapy pump. There was no patient involvement. No additional information is available.